Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly as the pump bolus history appeared to have been "cleared" and upon reopening history, it reappeared. There were no reported alerts/alarms. Pump system check was performed with tandem technical support (cts) and no insulin delivery issues were observed. Cts informed customer that insulin delivery was not impacted due to the reported history display issue; insulin delivery was captured in pump history and data. Customer's blood glucose was 120 mg/dl.